Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report (B)(4).

Event description:
Reportedly, pacemaker check was performed as the patient reported uncomfortable feeling. Atrial threshold elevation was confirmed and pacing failure at 5.0v at 1.0ms was observed. Atrial lead repositioning procedure was performed. X-ray image revealed that the subject atrial lead had apparently dislodged. The atrial lead was slightly pulled forward and psa measurement was performed. As pacing failure at 3.0v at 0.5ms was observed, lead position was again changed. The atrial lead was implanted in the outer of the right auricle. The atrial lead was connected to a pacemaker and the procedure was finished. Regular measurements were observed after lead repositioning.